Event description:
Additional information indicated that the right ventricular (rv) lead exhibited high threshold measurements. A lead revision was performed and the rv lead was explanted. After the lead was explanted and replaced with a new lead, the battery longevity changed to 4.5 years. The device remains implanted with no further issues reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was exhibiting premature battery depletion (pbd). Additional information indicated that the patient had high threshold measurements. The field representative indicated a lead revision was scheduled for the near future to reposition the lead. The field representative reported no issues with premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.